Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7, g.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening crack leak test and microscopic analysis was performed which identified: opening crack on valve, wear abrasion and white particles inner device. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.